Event description:
Hospital personnel responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and used to deliver three countershocks. According to the reporter, when the fourth shock was discharged, arcing and smoke was seen coming from the defib cable near the middle of its length. A backup defibrillator was called for and used but the patient was not resuscitated. The reporter indicated the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.